Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. Other cables were noted as not damaged. The housing was removed from the back end and no damage was observed. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the tenaculum forceps were broken. There was no report of patient involvement or no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.